Event description:
Please see user facility medwatch report form (B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did clips not close on vessel- yes and no. Did not fully closed on the vessel. Did device not fire clips? Yes. How much bleeding occurred? Maybe 5ml of blood, small amount bleeding occurred. Were any blood products given? No. Was bleeding controlled during procedure by using two new 5mm devices? Yes, and surgiflo applied. How long of a delay was there to the procedure? Maybe 15 minutes. Was there a change to procedure or post-op patient care? No.